Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from a patient sample and a known troponin I free sample while using the vitros eciq immunodiagnostic system. There was no indication that a reagent issue contributed to the event. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause for the higher than expected troponin I es results is most likely instrument related, as the daily troponin I qc results were unacceptable at the time of the event. After performing instrument maintenance, the daily qc results were acceptable and the expected patient troponin I es result was obtained. Additionally, a within-run tropi es precision test was outside acceptable guidelines indicating the instrument was not performing as intended. An ocd field engineer performed service actions to the instrument and following these service actions, acceptable tropi es performance was obtained.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from a patient sample and a known troponin I free sample (patient = 1.485, 0.085 vs. Expected 0.012 ng/ml; troponin I free sample= 0.6 vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es patient results were not reported from the laboratory as it is lab policy to repeat all samples with a troponin I result greater than a laboratory defined limit. There was no allegation of patient harm as a result of this event. (B)(4).